Event description:
Patient presented to the physician with recurrent lung infection and pneumonia. Upon further evaluation, it was inconclusive whether the symptoms were related to the inspire device. Physician performed a bronchoscopy with washout. This resolved the issue.